Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 300 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed with a bolus via the pump. Customer changed pump supplies to address the issue and resumed insulin delivery.